Event description:
The customer reported that on (B)(6) 2011 a higher than expected cardiac troponin (accutni) result, within the risk stratification range, was generated on an unicel dxc 600i synchron access clinical system for one patient sample. The initial, erroneous accutni result was released from the laboratory. The customer indicated that they could not assess the impact to the patient, but stated that the patient remained in the intensive care unit (ICU), where they had been previously admitted. It was assumed for this report that the patient was held in the ICU due to the false positive accutni result. Subsequent testing of the original sample and another same-patient drawn sample on the same instrument produced lower results within the normal reference range. The original sample was also retested utilizing an alternate methodology which yielded a result that concurred with both repeat results. The samples were drawn in lithium heparin plasma tubes without gel separators and were centrifuged prior to testing. The samples were analyzed from the primary tube. Beckman coulter inc assessment of customer supplied data indicated that both levels of accutni quality control recovered within the customer's established ranges during the timeframe of the event. A routine system check performed prior to the event met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed type one customer feedback verification testing. All test results were regarded as acceptable. A definitive root cause could not be determined for this event to date.